Manufacturer narrative:
D4 expiration date/UDI #: the suspected lot r24h10154 expiration date is 08/11/2026, and the UDI # is (B)(4). H4: the suspected lot r24h10154 was manufactured on 08/12/2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspected lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: customer reported a potential (recent) lot number they had in stock: r24h10154. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of clearlink system continu-flo solution sets leaked from the tubing. One (1) leak was described coming from an access port that was hardly manipulated in that area. This was observed during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.